Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of any external damage. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. Q1 broke off from the plunger printed circuit board (pcb). Plunger pcb also came loose off the glue. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board. Performed self-test and syringe test.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe plunger not in place. No adverse effects were reported.